Manufacturer narrative:
The main catheter body, proximal end of the balloon, and the marker band were returned to shockwave medical for investigation. However, the distal part of the balloon which separated from the catheter during the procedure was not returned. The separation of the distal portion of the catheter was confirmed. The cause of the device separation indicates that the catheter was subjected to a force beyond normal usage. Review of the device manufacturing and test records indicate that the device lot met all of shockwave's acceptance criteria prior to being released for distribution. It was reported that the patient lesion was heavily calcified (corral reef), which could be considered a contributory cause. Based on the physical inspection of the device, a review of manufacturing documentation and information provided by the physician, shockwave medical is of the opinion that coral reef calcium likely led to the balloon loss of pressure and kinked wire which made withdrawal difficult. Combined with the possible mushrooming of the ruptured balloon when being withdrawn into the sheath and application of excessive force probably led to distal catheter separation.

Event description:
The shockwave complaints team reached out to the operating physician who provided the following information about the case: the patient was approximately in their late 60s/early 70s with a history of hypertension and likely a smoker. The patient indicated a high degree of calcification (coral reef kind) and hence shockwave ivl therapy was chosen. Ivl therapy was provided to the femoral artery per the IFU at 4atm when he noticed that the ivl device lost pressure. At some point in the procedure the grand slam guidewire kinked, making it difficult to withdraw and the physician had to retrieve both the wire and ivl catheter together. The physician confirmed that the correct sheath size was used, however some resistance was felt during withdrawal and additional force had to be exerted to withdraw the device. The intent was to continue the procedure further with a non-ivl device when the marker band was noticed under fluoroscopy. The withdrawn ivl catheter was inspected and it was noticed that about half of the distal balloon portion was missing. A snare method was used to remove the separated pieces and the physician confirmed that nothing was left behind in the patient. The final patient outcome was good and no patient injury was noted or any additional hospitalization was required. The physician is of the opinion that coral reef calcium likely led to the balloon loss of pressure and kinked wire which made withdrawal difficult. Combined with the possible mushrooming of the ruptured balloon when being withdrawn into the sheath and application of excessive force probably led to distal catheter separation.